Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who experienced pain from stimulation. The patient also reported that they feel that they are doing worse since the start of the trial because their residual was over 700 cc. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.